Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Analyst commented, received device in unopened outer/inner sterile pack. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was transferred from a healthcare facility to another facility to be impl anted, upon interrogation the remaining longevity was minimum one year, maximin two years, and was deemed not acceptable. The ipg was exchanged for another device. No patient complications have been reported as a result of this event.